Manufacturer narrative:
Insulin pump received no button response due to flattened act button dome switch. No button error alarm during testing. Insulin pump also received with cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump kept alarming button error. The customer's blood glucose was unknown. The customer recalled no significant events leading up to the alarm. Advised customer to remove the battery. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.